Manufacturer narrative:
Gao, f. (2015). Mechanical thrombectomy with the solitaire device in acute basilar artery occlusion. Chinese journal of stroke, 10(7), 543-549. Doi:10.3969/j.issn.1673-5765.2015.07.003 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01191 2029214-2017-01192.

Event description:
Medtronic literature review found reports of patient deaths after solitaire thrombectomy. The purpose of this article was to evaluate the efficacy and safety of solitaire mechanical thrombectomy in revascularization of patients with acute basilar artery occlusion and to identify its predictive factors for clinical outcome. The authors reviewed 30 patients with acute ischemic stroke attribute to acute basilar artery occlusion treated with the solitaire. The mean age was 58.6 years. The article states that 9 of the 30 patients died as of 90 days post-procedure.